Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2014 due to popping of the knee and altered gait.